Manufacturer narrative:
(B)(4). Eval summary: the device was not returned for analysis. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, pt anatomical morphology, pt disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the pt anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. In this case, the stent delivery system (sds) was not returned for analysis, which may have aided the eval. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. However, it was reported the lesion was heavily calcified, which could have contributed to the stent not being able to fully appose to the vessel wall. It is possible the ventricular tachycardia is a secondary effect of the thrombosis. Additionally, thrombosis and arrhythmias (including ventricular tachycardia) are known adverse events of coronary stenting as listed in the instructions for use. A conclusive cause for the reported difficulty apposing the stent to the wall could not be determined. A review of the device lot history records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency. All stent delivery systems are subjected to a 100% visual inspection. In addition, a qc audit inspection is used to verify the product quality.

Event description:
Device issue: poor wall apposition. Adverse event (ae): in-stent thrombus. Onset of ae: approx 4 months post stent implantation. It was reported that during a proximal right coronary artery (rca) ostium stenting procedure, in a heavily calcified lesion, the deployed xience v stent did not fully appose the vessel wall. On (B)(6)2010, the pt stopped taking plavix. On (B)(6)2010, the pt experienced ventricular tachycardia and was taken to the catheter lab where thrombus was seen in the proximal part of the stent. The thrombus was aspirated, balloon angioplasty was performed and a non-abbott stent was placed. Reportedly, the physician felt the thrombus was due to either the poor wall apposition or the discontinuation of plavix. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.